Event description:
It was reported, the pt failed to recharge the ipg as recommended. As a result the battery was depleted. The ipg was explanted and replaced. The pt has effective stimulation postoperative. The device will not be returned to sjm. Follow-up revealed the pt is able to charge the new ipg with the le charger.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.